Event description:
It was reported that during a cystectomy procedure, the device would not staple and would not cut. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Evaluation summary: the analysis found that the device was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test was performed due to the condition of the device. However, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted tat at least a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.